Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the c-taper head repeatedly dislodged from stem when being assembled.

Manufacturer narrative:
An event regarding the disassociation of a head from a stem involving c-taper cocr lfit head 26mm/0 was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device showed minor scratches but otherwise, unremarkable. The device passed inspection and are within specifications. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined as the device passed inspection and within specifications. However, it is likely that there could be user error on the surgeon part when trying to mate the metal head with the stem. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the c-taper head repeatedly dislodged from stem when being assembled.